Manufacturer narrative:
Mentor became aware of additional information on 10/18/2019. The patient identifier was updated. The patient was 63 years old at the time of the event. The device was implanted on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast reconstruction with a 550cc cpx4 tall height smooth tissue expander with suture tabs experienced deflation due to a tear at the juncture of the seam with the suture tab post procedure. As a result, the device was explanted without replacement on (B)(6) 2019.